Event description:
It was reported this device was being prepared for a therapeutic drainage procedure. However, during preparation of the device, the coil of the stent detached. Another device was used to successfully complete the procedure and there were no pt complications involved.

Manufacturer narrative:
The device was not received for evaluation. We are unable to determine the root cause of the stent detachment. Our directions for use state: "the insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure."